Event description:
It was reported that during a da vinci si prostatectomy procedure a monopolar curved scissors instrument scissors were dull. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The instrument was placed on a system for a latex cut test. The scissors did not cut cleanly through .006 of latex. The latex got snagged at the scissor tips. An indentation on the instrument blade tip acted as a mechanical stop when trying to close blades. This damage can contribute to poor cut performance. Engineering concluded the damage was likely due to mishandling. An additional finding not reported was pad printing removal and deep scratches on main tube. The tube extension had a small area where material was removed. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. Engineering concluded this damage was likely due to mishandling. An electrical continuity test passed. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; pad printing removal and or tube abrasions with light material removal, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.